Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test or verify weak signal alarm due to blank display.

Event description:
It was reported that insulin pump had sensor error, weak signal and weak signal. Customer¿s blood glucose was 60 mg/dl. Insulin pump will not be returned for analysis.